Manufacturer narrative:
Device has not been returned to manufacturer. A supplemental MDR will be filed when additional information becomes available.

Event description:
A reported incident involving a microclave clear, bulk, non-sterile after a line change, a microclave clear on the white lumen of a central venous catheter was found to be leaking. Upon further inspection, the connector was observed to be cracked and missing the internal sponge-like component. The connector was replaced, and an additional line change was performed. The event occurred during patient use and no injury was reported.